Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The screw was missing from the handle and won't clamp.

Manufacturer narrative:
Examination of the submitted device confirmed the spring component and screw are missing and not returned. The instrument date code indicates a manufacture date of may 2008. The overall condition of the submitted instrument suggests moderate to heavy usage. The root cause of the disassembled/missing spring and screw is unknown without the components to examine. Based on the inability to identify the root cause and the low frequency of reported event, no corrective action is indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.